Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. The foreign material could not be removed even if the correct reprocess was performed due to the buckling of each channel nozzle. Additional issues were identified during the device evaluation: a gap in the distal sheath glue; distal end insulation out of specifications; a cracked light guide lens; and bending angles out of specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope was found to have air and water flow issues from the flow system. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle was clogged with a white, rubbery foreign material. The foreign material remained in the nozzle, which may cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.